Event description:
It was reported by the clinician that the procedure was being performed on a male patient (pt). Pt had a tight stenosis and was in theatre to have an aortic valve replacement. Pt was stable on induction of anaesthetic and catheter was inserted into right internal jugular without incident. Md then noticed pt had almost no blood pressure, systolic dropped to approximately 30. They took pt straight into the theatre and full resuscitation was required. They resuscitated him using various drugs and put him immediately onto bypass due to the anaphylaxis. Pt stabilized, surgery went ahead and was routine. Pt's post surgery recovery was routine, and pt was discharged home. There was no residual harm to pt following anaphylactic reaction and discharge home. Once they had resuscitated pt and put him onto bypass, they did not remove central venous catheter (cvc) until the following day. They performed a serum tryptase blood test which confirmed an anaphylactic reaction and they did a immunocap blood test which confirmed it was a chlorhexidine allergy. The anaphylactic reaction happened 3 to 4 minutes after cvc was inserted. The skin was cleaned with chloraprep prior to surgery and md wasn't sure if pt was washed with chlorhexidine prior to surgery. There were no topical issues/reactions. At this hosp, they now have a washing/cleaning with chlorhexidine protocol and there is no monitoring of pt during this time and no routine blood testing for chlorhexidine allergy/sensitivity.